Event description:
(B)(6) from the (B)(6) reported results of single patient sample that was tested twice. The tests resulted in a positive lane pattern for lanes 8, 9, 10, 12, 30, 32, 38 when tested using dpb1 ssp unitray kit (catalog # 451606d, lot 008 1049949) both times. The positive lane pattern was not a recognized result pattern in the unimatch v5.1 software. This event gave the customer a no type result. ((B)(4)).

Manufacturer narrative:
The internal investigation for the event included testing a customer sample with a dpb1 ssp unitray kit retain. A review of the customer gel data was also performed. The customer complaint was confirmed on (B)(4) 2012. Sequencing of the customer sample using the secore dpb1 kit with gssp z61 resulted in the sample containing the dpb1 138:01 allele. This allele was not included in the (B)(4) 2012 (B)(6) that was used for interpreting results in the kit documentation and unimatch (B)(4) software. The root cause of the issue was determined to be new information regarding the dpb1 138:01 allele which was not available during the time of the kit documentation an unimatch (B)(4) software creation. Kit documentation and the software was updated to be included in the dpb1 138:01 allele. No impact to patient management was reported. This is the initial and final report for this event.